Manufacturer narrative:
Analysis of the lead found external insulation abrasion was noted at 15.3-15.6 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the ICD can. The exposed outer coil is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed on the atrial lead. The patient was asymptomatic. The atrial lead was explanted and replaced. Patient was stable before, during, and after the procedure.